Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with syncope. Inhibition of ventricular pacing was noted resulting in pauses. Patient is pacer-dependent. Programming changes were recommended and further evaluation is planned. Patient will be monitored.